Manufacturer narrative:
The dfm100 processor board and system on module (som) printed circuit assembly (pca assy) were then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the som pca assy passed all tests during operational check and general testing. The processor board was also tested with the som and separately and contained no issues related to the reported rebooting. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was with the processor board as replacement of this board resolved the reported issue. However, it is unknown specifically what malfunctioned as the som pca assy returned operated normally when tested and the processor board revealed no rebooting failures. However, the reported problem was confirmed by the fse on site.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was defective. The fse evaluated the device on site and confirmed the device reboots sporadically making it defective. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6)